Event description:
The customer reported that while the unit was in use on a patient, the unit generated an error code 39 (communication failed to interrupt) during startup. The patient was switched to another unit and therapy was continued. No patient injury was reported.